Event description:
It was reported that the patient with this inflatable penile prosthesis had a penile curvature as the device was oversized. A surgical procedure was performed, and it was noted that there was also excess tubing. The device was removed and replaced in the proper size. There were no further patient complications reported.